Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received without a single use loading unit (sulu). The identifying witness mark from automatic firing fixture was present on the instrument handle. No other visual abnormalities were observed. Functionally, since the sulu was not received a pmv representative sulu was used for functional testing. The instrument and the representative sulu were applied to appropriate test media. The jaw closes smoothly, the pin slide advances fully, and the handle actuates smoothly into pre-clamped and clamped positions. The jaw opens, handle unlocks, and pin slide retracts when black release button is depressed. Acceptable staple formation was observed on test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hand assisted anterior resection of the rectum, ileostomy, liver ablation, diagnostic laparoscopy and liver biopsy, staple line failed. Incomplete staple line was noted which had to be fixed by resection, re-stapling and suturing the line. The patient was under anesthesia longer.